Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side intracapsular rupture diagnosed via ultrasound and MRI and confirmed during surgery. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side intracapsular rupture diagnosed via ultrasound and MRI and confirmed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.